Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a low reservoir alert, a low battery alert, and a no delivery alarm. The customer reported that the contour next link was not sending results to the insulin pump. The customer's blood glucose level was 14.4 mmol/l. The customer was informed that the problem was due to a radio frequency issue. The customer was informed that the device would be replaced.

Manufacturer narrative:
The insulin pump was unable to communicate with the blood glucose meter; the problem is isolated to radio frequency board. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted. The insulin pump passed self test, a21 test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.